Event description:
A pt reported getting an error 1 message while using a surestep meter. In 2001, pt ss meter gaven an error1 reading. Pt compared test strip to color chart and it reportedly closely match 350mg/dl. Pt retested with the help of lifescan representative and obtained a reading os 224mg/dl. Pt did not experience any adverse events. No allegations of harm have been made.